Manufacturer narrative:
Other, other text: additional information provided in h6 and h10. No serial number was provided; therefore device history record (DHR) review could not be performed. No product was returned; therefore no visual or functional testing were performed, the reported complaint could not be confirmed and root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that two cadd legacy pumps were beeping with a no disposable alarm with new cassette. No further details provided. There was no patient injury reported.